Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received.